Event description:
After inserting the novasure into the vagina and squeezing the handle, the surgeon felt something break within the device. A new device was obtained and the procedure was completed without incident. (B)(4).